Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during a bolus attempt, followed by motor error. The customer's blood glucose was 236 mg/dl. The caller did not observe any significant events leading to the alarms. The caller was unable to complete the rewind sequence. She stated that the device had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.